Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The rotating handle has broken off of the central bar. The supplier conducted a full evaluation. In addition to the broken rotating handle, the middle of the central bar appears worn. The stationary handle is slightly bent at its connection to the bottom bar in the direction of the rotating handle. The frame of the device is a bit skewed. The central bar rotates counter-clockwise as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook soehendra lithotriptor handle. The user rotated the handle of slh-1 to crush the stones, but the handle of slh-1 was broken. [The user] replaced [with a] olympus device to finish the procedure.